Manufacturer narrative:
Correction in e2, g2. Additional in h3, h6. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 fails rate accuracy during preventive maintenance. High level steps/procedure: 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Reboot and restarted the computer, re-launch asm software. The pm updated the correct range for rate accuracy to 500ml/hr . Issue was resolved. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of (B)(6)2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : tech support performed troubleshooting over the phone.

Event description:
It was reported that the device failed preventive maintenance for rate accuracy. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed preventive maintenance for rate accuracy. No additional information was provided. There was no patient involvement.